Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 1, gravida I, alcohol use, cramp in lower abdomen, vaginal discharge, intermenstrual bleeding, menorrhagia, endometriosis, constipation, depressive disorder, tobacco user, iron deficiency, anxiety disorder and depression. Concurrent conditions were listed as endometriosis, metrorrhagia and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. The patient was treated with surgery (bilateral salpingectomy & endometrial ablation). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimens: a). Fallopian tubes, bilateral, bilateral fallopian tubes and essure b) endometrium, endometrial curettinqs. Final diagnosis: a. Bilateral fallopian tubes, salpingectomy: benign paratubal cysts. B. Endometrium, curettage: secretory phase, negative for malignancy. Gross description: a. In the same container are coiled metallic wires consistent with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Pathology test , medical history, concomitant condition, & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.